Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #:(B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that after the trial procedure the patient felt burning sensation in the legs then went completely numb. The patient went to the hospital and turned the stimulation off and underwent a lead pull. Magnetic resonance imaging was taken due to suspected epidural hematoma. After a few days of not feeling the patient's legs and suspected paralysis, the patient was now doing well. The physician was not sure if it was device or procedure related.